Event description:
Patient reported left side "swollen lymph nodes under the arm", "pain", and "capsular contraction", baker grade unknown. Patient also reported "severe fatigue"; this is not device related. Healthcare professional additionally reported patient experienced concern with use of product. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported left side "swollen lymph nodes under the arm", "pain", and "capsular contraction baker grade unknown." Patient also reported "severe fatigue" which is not device related. Healthcare professional additionally reported patient experienced concern with use of product. Patient later reported "hemolytic anemia, autoimmune issues, and deflation" which are not device related. The event of "swollen lymph nodes under the arm" is also not device related. Device remains implanted.

Manufacturer narrative:
Un-reporting the code 2093-swollen lymph nodes as the event of lymphadenopathy is not device related. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported patient experienced concern with use of product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Lymphadenopathy-ndr: unable to observe since it is not related to the device. Autoimmune/connective tissue-symptoms of-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Deflation-ndr: observed an opening on anterior assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side "swollen lymph nodes under the arm", "pain", and "capsular contraction baker grade unknown." Patient also reported "severe fatigue" which is not device related. Healthcare professional additionally reported patient experienced concern with use of product. Patient later reported "hemolytic anemia, autoimmune issues, and deflation" which are not device related. The event of "swollen lymph nodes under the arm" is also not device related. The device has been explanted.

Event description:
Patient reported left side "swollen lymph nodes under the arm", "pain", and "capsular contraction baker grade unknown." Patient also reported "severe fatigue" which is not device related. Healthcare professional additionally reported patient experienced concern with use of product. Patient later reported "hemolytic anemia, autoimmune issues, and deflation" which are not device related. The event of "swollen lymph nodes under the arm" is also not device related. The device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 5 had the incorrect year listed. The aware date should have been listed as 05jan2024.

Manufacturer narrative:
The reported events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and lymphadenopathy.

Event description:
Patient reported left side "swollen lymph nodes under the arm", "pain", and "capsular contraction", baker grade unknown. Patient also reported "severe fatigue"; this is not device related. Device remains implanted.